Event description:
Initial result for a pt creatinine was -0.39 mg/dl. When repeated, the result was 144.8 mg/dl. The incorrect results were not used to guide pt therapy. The field service representative was unable to confirm any malfunction of the system.